Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. Therefore; a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during a procedure using a lspro recording system there were no ECG signals. At the start of the procedure no signals were available. Due to this the procedure was cancelled after the patient had already been sedated. There were no patient complications. The lspro is not expected to be returned as it will be serviced on site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. However, a field service engineer examined the device at the site. This engineer performed a function test of the device and found that the observed error was not caused by the device. The computer passed all testing, and no issue could be found with the computer that could have caused or contributed to the issue observed in the field. Investigation concluded that there was no problem detected with the device.

Event description:
It was reported that during a procedure using a lspro recording system there were no ECG signals. At the start of the procedure no signals were available. Due to this the procedure was cancelled after the patient had already been sedated. There were no patient complications. The lspro is not expected to be returned as it will be serviced on site.